Manufacturer narrative:
The patient included in this study was treated with negative pressure wound therapy from 2008 to 2013. It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged amputation is related to v.a.c. Therapy. Kci has made numerous unsuccessful attempts to obtain additional information (jan 26, 2015; feb. 03, 2015; feb. 13, 2015; feb. 19, 2015). No additional information has been provided.

Event description:
Kci received article, kisch, tobias, et al. Reduced amputation rate by circular tnp application on split-skin grafts after deep dermal foot scalds in insulin-dependent diabetic patients. Journal of burn care and rehabilitation. 22 (2001) -26 (2005) 11/2014; doi: 10.1097/bcr.0000000000000184 that reported the amputation rate was distinctly lower in the tnp, topical negative pressure, group (one amputation of two toes) in contrast to the control group. No additional information is available. The unit's type and serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.